Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. The stored electrograms prior to the patient undergoing magnetic resonance imaging - MRI could not be viewed. The patient&#38112;condition was stable and would continue to be monitored.